Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015. Device evaluation:the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the black box data showed loss of prime and ¿no cartridge detected¿ warnings. During the load step, the pump failed to detect the cartridge. The force sensor calibration was found to be out of specifications. The pump cover was opened and the force sensor pins were found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.